Manufacturer narrative:
This device was explanted on (B)(6) 2020. Upon receipt, the device interrogation revealed the eos battery status, six charging cycles were recorded in the devices memory. The memory content of the device was inspected. During the inspection of the available iegms noise was observed in the atrial, ventricular and far-field channels of episode 191, recorded on (B)(6) 2020 between 14:47h and 14:51h. The data further showed that the device automatically activated the eos battery status on the same day at 14:51h. The frequency and morphology of the sensed signals of episode 191 can be most probably attributed to strong external electromagnetic fields as used by magnetic resonance imaging. The MRI mode was not activated on (B)(6) 2020. In a next step, the ICD was subjected to an electrical analysis. First, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing functions of the ICD to be normal. The eos status was removed with a technical programmer and subsequent interrogation showed the device status bos. The battery voltage of 2.90v revealed a charged battery. Following, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time was as expected. In addition, the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. Based on the analysis results, the eos status most likely resulted from an MRI scan without prior activation of the MRI mode. If a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. The analysis did not reveal any indication of a device malfunction.

Event description:
At last follow up january 2020, device showed bos, normal behavior. Home monitoring reported eos on (B)(6) 2020, and in person eos reported on (B)(6) 2020, even though the device allowed interrogation with a programmer. Advised to treat as eos. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.